Event description:
During review of a (B)(6) male pt's download, zoll lifecor customer support discovered an "overvoltage set" fault in the pt's data. Support contacted the pt to retrieve the suspect monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem ("overvoltage set" flags) has been confirmed. Upon investigation, it was discovered that the converter was not fully charging the capacitors. The inability of the capacitors to fully charge was due to a defective u7 component on the pca board. The u7 component is a high power factor preregulator. The overvoltage set flag occurred because, the u7 component was not properly receiving its supply voltage. The root cause of the improper supply voltage cannot be positively identified. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.